Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system interface pcb was identified as the cause of the event and reseated by the customer. No additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.